Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that when she first opened the box the transformer had a three inch crack in the housing. After approximately 3 more uses the entire housing broke apart. She indicated that she did not witness any smoke, fire or sparking and she did not sustain any injury due to the issue. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored.

Event description:
Customer reported to customer service that she was pulling the power cord from the outlet to disconnect it and it cracked and broke apart. On 10/3/2012 (B)(6) update - upon receipt of the product, returns dept identified a breach in housing.